Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. The most recent information was received on 18-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('itching including pruritus') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced thermal burn ("burns"), erythema ("redness") and cold urticaria ("cold urticaria"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced pruritus (seriousness criterion medically significant), swelling ("swelling"), arthralgia ("joint pain"), back pain ("lower back pain"), confusional state ("permanent confusion") and depression ("depression"). At the time of the report, the pruritus, thermal burn, erythema, cold urticaria, swelling, arthralgia, back pain, confusional state and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, cold urticaria, confusional state, depression, erythema, pruritus, swelling and thermal burn with essure. The reporter commented: she has fear of exposure to the cold (toilet seats, computer touch pad, exposed parts of the body in the bathtub...). The allergist refuses to consider a problem with essure despite her other ailments (joint pain, lower back pain, permanent confusion, depression) because of which she was now wondering. The general practitioner had her undergo several tests for all these pains which came back clear. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('itching including pruritus') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced thermal burn ("burns"), erythema ("redness") and cold urticaria ("cold urticaria"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced pruritus (seriousness criterion medically significant), swelling ("swelling"), arthralgia ("joint pain"), back pain ("lower back pain"), confusional state ("permanent confusion") and depression ("depression"). At the time of the report, the pruritus, thermal burn, erythema, cold urticaria, swelling, arthralgia, back pain, confusional state and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, cold urticaria, confusional state, depression, erythema, pruritus, swelling and thermal burn with essure. The reporter commented: she has fear of exposure to the cold (toilet seats, computer touch pad, exposed parts of the body in the bathtub...). The allergist refuses to consider a problem with essure despite her other ailments (joint pain, lower back pain, permanent confusion, depression) because of which she was now wondering. The general practitioner had her undergo several tests for all these pains which came back clear. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.